Event description:
Customer's mother reported that the customer experienced high blood glucose readings of 400 mg/dl after a set change. Mother believed that the customer was not receiving insulin. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.